Event description:
The customer raised a question regarding an incident where a pt was being paced, and the recorded heart rate seemed lower than they expected.

Manufacturer narrative:
The customer raised a question regarding an incident where a pt was being paced, and the recorded heart rate seemed lower than they expected. Philips reviewed the event file for this incident, and the conclusion is that the device did not malfunction. The lead selected by the user resulted in the algorithm interpreting some of the t-waves as r-waves. We will consider this a use issue where the users did not select the most suitable lead for r-wave detection. (B) (4).